Manufacturer narrative:
A third-party service agent evaluated the device and observed that the device would not power on anymore. The device will be returned to physio-control for further evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device's readiness display had no ok, and showed the charge-pak, attention and service wrench icons. The device would not power on to charge and shock defibrillation energy. It was observed that the analog pcb assembly caused the internal hybrid layer capacitor (hlc) batteries to deplete.physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to the internal hlc batteries, designators bt2 and bt3 not accepting any charge and remaining at 0 volts.a replacement device was provided to the customer under warranty.

Event description:
The customer reported to physio-control that their device showed an attention icon in the readiness display. Upon device evaluation by a third-party service agent it was observed that the device would not power on anymore. There was no patient use associated with the reported event.